Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008, that an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed using an extractor rx retrieval balloon. According to the complainant, "[while the] physician was trying to remove a stone,.... The balloon popped and ....part of the balloon [was left] in the common bile duct. The doctor [used] another balloon [manufacturing unk] to [successfully] remove ... The broken balloon [portion]." The procedure was completed with an extractor rx retrieval balloon. No patient complications were reported as a result of the event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 28 15 month extractor rx retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.